Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime/fill anomaly noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin was "squirting" out during the manual prime process. The blood glucose reading was 133 mg/dl. The customer stated that insulin continued to drip after the motor had stopped. He was unable to exit the preparing to prime loop. Troubleshooting did not resolve the issue. Advised discontinuation of the insulin pump. Nothing further reported.